Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device evaluated by MFR: device is not available.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device history records confirmed that this product conformed to the required specifications and that the pull strength results were well within specification limits. A possible explanation for the problem reported by the customer might be caused from an operator error. During the manufacturing process, the production machine manufactures 10 patties and puts them in a stack. The operator then removes the 10 patties, inspects them, and wraps them on the card. In the event that a reject pattie is found, it is removed and replaced by an acceptable pattie. It is likely that the operator miscalculated this step. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Kit packer reported that there were 11 patties on the card instead of 10.